Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that after the revision, the patient has not had an issue charging from the rep's understanding. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a pocket revision because the patient lost weight and as a result, the implantable neurostimulator (ins) battery was flipping. Also, she wasn't able to charge the ins and it had been inactive for a couple of months. The revision was scheduled for the day of the report and the patient did not bring the controller/recharger. The patient asked if they should do the case if they do not charge the ins up and could not communicate with the ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.